Event description:
It was reported that there was a fractured catheter. The reporter stated that the catheter was severed during a spinal fusion surgery. There was good backflow on the spinal segment of the catheter, and was to be reconnected using a revision kit. There were no changes programmed with the therapy and following the procedure, the patient was said to be receiving effective therapy. No patient symptoms were reported. The medication in the pump was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient, product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).